Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to an unauthorized repair and improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the handpiece on the air/reamer drill device was leaky. It was further determined that the housing and the air inlet left-right run were defective. It was further determined that the device failed pre-repair diagnostic tests for general condition, the attachment coupling assessment, free movement, trigger function, hose coupling assessment, immediate stop assessment, function of fwd / rwd, excessive noise, air leak, power with test stand, and starting behavior. It was noted in the service order ¿doesn¿t work¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.